Manufacturer narrative:
Cmp-(B)(4). Report source, foreign - event occurred in (B)(6). Lot number identification necessary to review manufacturing history was not provided. Current information is insufficient to permit conclusion as to the cause of the event. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported by the patient's legal representative that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient alleges unknown damages caused by the implant.